Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 10027953. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10042602.

Event description:
It was reported that patient experienced weakness in both legs after drg implant procedure. The physician is uncertain if this is related to drg system. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
The event of weakness in legs/urgent MRI with upcoming drg labeling was reported to abbott. The patient experienced weakness in both legs after drg implant procedure. The physician is uncertain if this is related to drg system. The patient had a successful MRI. The patient's entire system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.